Event description:
The clinician reported the device to smoke and surge.

Manufacturer narrative:
A device evaluation was performed by our engineering dept. Root cause is unk because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.